Event description:
According to available information, this device required replacement due to a tubing tear. It was noted the tear was identified at tubing adjacent to cylinder tubing. The reservoir was retained. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
D4 lot changed to: 4406613.

Event description:
Additional information received on 4/6/2022 provided additional device information.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and connector were received for evaluation. Abrasion was noted on the inlet tube of the pump. A partial separation was noted on the strain relief of the longer exhaust tube of the pump. This was not a site of leakage. A separation was noted on the longer exhaust tube of the pump. This was a site of leakage. The surfaces appear to be non-striated, dull, and smooth, indicating that sufficient stress(s) was exerted. Abrasion was noted on the exhaust tubing of cylinder 1 and cylinder 2. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the connector. Based on examination of the returned product, it was concluded that the non-striated, dull, and smooth surfaces associated with the separation indicate that sufficient stress was exerted on the longer exhaust tube of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.